Manufacturer narrative:
D5,6; h3,4,6; g4: added additional info. D6: device returned with no lot ID. Visual inspections & results: clip in jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, a-g no; damaged jaws, a-bent bcdefg-no; damaged cutter, na; and damaged other, abc-lower shroud. Functional tests & results: antibackup functional, firing: feed conform, jaws: hold clip, and lockout functional, acd-na befg-yes; firing: form conform, befg-yes; jaws: inside width at tips, a-na b-.175 c-.178 d; and number of clips fed and formed, b-3 efg-21. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. There were seven instruments returned, three of which were in the sterile blister. One of the returned instruments was received with the lower shroud broken and the jaws bent. Due to the damage to the instrument, further functional testing could not be performed. No conclusion could be reached as to how the damage to the instrument occurred. Another one of the instruments were received empty and locked out, therefore, further functional testing could not be performed. The third instruments were received empty and locked out, therefore, further functional testing could not be performed. The third instrument was returned with the lower shroud broken off. Due to the damage to the instrument, the remaining clips fell out of the instrument upon firing the instrument. No conclusion could be reached as to how the damage to the instrument occurred. Another one of the instruments were received empty and locked out, therefore, further functional testing could not be performed. The third instrument was returned with the lower shroud broken off. Due to the damage to the instrument, the remaining clips fell out of the instrument upon firing the instrument. No conclusion could be reached as to how the damage to the instruments occurred. The remaining four instruments fired and formed the clips as designed with no difficulties noted. It could not be determined as to how or why the clips were reportedly malformed. If the jaws are closed over a hard object, or if excessive torque is appled to the instrument, the instrument can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported in the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no patient consequence.